Event description:
It was further reported that the index procedure treated the 56% stenosed, 2.6x8.2mm target lesion located in the mid rca. Treatment consisted of pre-dilation and the placement of a 3.0x12mm taxus express2 stent resulting in 6% residual stenosis. The patient was discharged the next day on bayaspirin and panaldine. The revascularization target lesion treated was 2.6x10.2mm in size, originally it was reported as 1.3x10.2mm. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure placed an unknown taxus express study stent in the mid right coronary artery (rca). At the 6 month follow up visit in (B) (6) 2008, no anginal symptoms were reported. At the 9 month follow up visit in (B) (6) 2009, angiography confirmed a 57% restenosis in the target lesion located in the mid rca. A reintervention procedure 6 days later treated the 1.3x10.2mm restenosed target lesion with angioplasty resulting in 26% residual stenosis. Timi 3 flow was maintained throughout the procedure. The outcome was listed as resolved the following day.

Manufacturer narrative:
Additional information: date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history, upn, catalog/model #. Corrected information: describe event or problem - lesion size treated at event was originally reported as 1.3x10.2mm but further reported as 2.6x10.2mm. (B)(4).